Event description:
It was reported that the device failed while in use during a patient transport. No patient harm occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed while in use during a patient transport. No patient harm occurred.

Manufacturer narrative:
The log file was analysed regarding the reported event. The log file entries show that multiple warm starts of the device occurred between 14:11 pm and 14:15 pm on the reported date of event. Finally, the device was shut down by the user at 14:15 pm. Based on the of the log file entries no cause of the warm starts could be found. The dräger service was not involved in the examination of the device. The device is under repair at the customer site which has not been finalised. No tests according to service card of the manufacturer were performed. There were no findings reported by the customers technical service which could result in a warm start. In case of a technical problem the device alarms visually and acoustically. After a warm start the ventilation function is restored with the last settings/ values. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.